Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and forwarded to the supplier for further evaluation. The device was visually inspected. The active tip shows signs of activation. The suction port of the device appears to be blocked with procedural debris. The device passed all electrical testing and passed all functional testing except the flow rate test due to the blocked suction port. Although there a root cause cannot be definitively determined, there was no internal leak, suggesting that the device tip has been buried in the tissue and activated. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy surgical procedure, it was observed that the suction on the vapr premiere 90 electrode device did not work. There was a delay in the surgical procedure of 10 minutes and an identical spare device was used to complete the procedure. According to the reporter, the device was brand new. It was further reported that the suction line was hooked up to wall suction and also to the pump but nothing worked out. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.